Event description:
During pretesting noted frosting on shaft. Discontinued use of probe. Used new probe, case continued.

Manufacturer narrative:
Device to be returned. Once returned and evaluated a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4).device evaluation conducted and reported issue of shaft frosting confirmed.